Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a relative of the patient that the patient's right ventricular (rv) lead contributed to the patient's death. Follow up with the patient's clinic yielded no further information.